Event description:
Asr revision. Asr resurfacing - right. Reason(s) for revision: unknown. Update - added hospital taken from claimsuite dated (B)(6) 2013.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. This if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, asr resurfacing - right. Reason(s) for revision: unknown. Update - added hospital taken from claimsuite dated 4th september 2013. Update - filed in mw fields. Added reason for revision taken from claimsuite dated 6th march 2014. Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr resurfacing - right, reason(s) for revision: unknown. Update - added hospital taken from claimsuite dated (B)(6) 2013 update - filed in mw fields. Added reason for revision taken from claimsuite dated (B)(6) 2014. Reason(s) for revision: alval / soft tissue reaction. Update (B)(6) 2014 - rec'd clinical report with clinical ref and patient demographics, two additional reasons for revision: osteolysis and pain. Also added expiry dates for each product. Patient was born in 1958, no specific date given.